Manufacturer narrative:
B5: narrative information. D4: product sn and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the product exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm on (B)(6) 2024. The ebb was replaced. Log files were submitted for review and it was noted that a system controller exchange was performed. The log files did not capture any ebb fault alarms. The patient was asymptomatic at the time.

Manufacturer narrative:
D4 - expiration date and UDI: correction . Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as no relevant log files were submitted for review and the reported event was not reproduced during testing of the returned backup battery. The returned backup battery (serial number: (B)(6) was functionally tested and found to operate as intended during testing. The backup battery was installed in a test system controller and operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. During testing, multiple load tests were performed and the battery passed each time without issue. The system controller was not returned for analysis. Log files from the patient's new primary controller were submitted for review, and the data in the log files did not indicate any issues. No atypical alarms were observed in the log files no log files from the patient's previous primary controller (serial number: (B)(6) were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number(B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.